Manufacturer narrative:
The root cause was determined to be due to old batteries from 2014 and 2018 (7 years old). Additionally the 2014 battery was at 11% state of charge (low). The device cannot switch to the higher charged battery during a high-current function (charging to shock). This causes the voltage to drop and the monitor to shut down. The battery will be replaced.

Event description:
A customer contacted physio-control to report that their device powered off multiple times during patient use. The customer advised that a back up device was available and was used to continue patient care. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. The reported issue was verified. It was observed that the battery used was seven years old. Physio recommends to replace the battery every two years. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device powered off multiple times during patient use. The customer advised that a back up device was available and was used to continue patient care. There were no reports of harm to the patient as a result of the reported event.